Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and collected the relevant alarm log from the philips intellivue information center (piic ix) form the intellivue mx550 patient monitor for further evaluation. The responsible product support engineer reviewed available alarm log files from the intellivue information center (piic ix) and the provided ECG strips and stated the following: here, a vtach was expected at 03:03, but the alarm condition is not fulfilled for this, because according to the settings in the device, a red alarm would be generated from hr 120 and vt > 5. However, the "real" problem is probably that the morphological difference of the primary beats recognized as "normal" in this example is only marginally different from the wider ventricular beats. That is, the previous arrhythmia learning phase apparently occurred during a ventricular rhythm. Then the system cannot distinguish these beats learned as normal from actual ventricular beats. The difference (both morphologically and in beat classification) is seen at 05:49, after the v electrode had been reattached and therefore an (automatic) learning phase had occurred. N and v are clearly different and adequately classified. Based on the available information the field service engineer went to the customer site and obtained all relevant log files. The log files were reviewed by the product support engineer and found out that the ECG alarm condition is not fulfilled for a vtach alarm. This case was determined to be a user issue. No parts were replaced. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
It was reported that a failure to alarm vtach on (B)(6) 2021 3:03am. The patient expired.

Event description:
It was reported that a failure to alarm vtach on (B)(6) 2021 3:03am. The patient expired.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.